Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed a rupture in the tubing. Functional testing was performed including clear passage and pressure testing; and the results were not satisfactory as a leak was observed due to a ruptured tubing. No defects were observed in the sample that would generate a no flow condition, however, the observed leak/rupture could prevent a good flow. Therefore, the reported condition was verified. The burst detected could not be caused by the natural pressure that the IV (intravenous) set is subjected to in the natural infusion process. The product was working correctly as it is stated in the complaint description, no fail or leak was detected until the tubing collapsed on itself. Therefore, it is concluded that, in order to obtain this condition, an out-of-the-expected pressure could have been applied. Therefore, the cause of the condition was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set "collapsed on itself preventing good flow". The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.